Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. The sheath was inserted into the patient, and then a catheter was inserted into the sheath. At this time, numerous bubbles appeared. No patient complications were reported. No additional information is known.

Manufacturer narrative:
Additional information has been added to the initial MDR in block(s) b5, e1, f10 and h6 (impact codes).

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. The sheath was inserted into the patient, and then a catheter was inserted into the sheath. At this time, numerous bubbles appeared. No patient complications were reported. It was further reported that no patient complications occurred, and the procedure was completed successfully without any issues after replacing the sheath with a similar device. The air was observed in the aspiration syringe during sheath preparation at the time of aspiration. No prior abnormalities had been observed. The sheath was irrigated with a pressure bag. Only the dilator, a merit guidewire, and a farawave catheter had been inserted into the sheath prior to the observed air. Air was never observed in the patient.